Manufacturer narrative:
(B)(4).

Event description:
It was reported during follow-up alerts were observed on the lead due to non-sustained v oversensing. Reprogramming was suggested to further address the issue. No patient symptoms were reported.